Manufacturer narrative:
Date of event was not specified; therefore the event date was estimated as (B)(6) 2017. The serial number of the device was requested but was not provided, therefore the expiration date, manufacture date and device unique identifier (UDI) are unknown. Approximate age of device ¿ 5 months.  Additional information was requested, but was not provided.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that in (B)(6) 2017, the patient was treated for acute blood loss anemia. Jejunal arteriovenous malformation was found and cauterized. Additional information was requested, but was not provided.

Manufacturer narrative:
The device was not returned for analysis. As a result, the reported event could not be confirmed and a root cause could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system.the device history records could not be reviewed because the serial number was requested, but was not provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information. The codes were inadvertently not included in follow-up #1.